Manufacturer narrative:
Device evaluation summary: the reported instrument's up and down keypad being unresponsive was verified during service. The service technician noticed that the small display on the keypad was slightly faded. The keypad membrane was replaced, but the service technician found that the system failed to power on. The issue was resolved by replacing the batteries, the power supply and the assy system controller module. Preventative maintenance was performed per specifications. The instrument did not return to a medtronic facility for service/analysis. It was serviced in the facility by a field service technician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument's up and down keypad was unresponsive. This was detected during service so there was no patient involvement, so no adverse effect occurred.